Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. D5 unknown, e4 unknown this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the site infusion reaction on the left flank . No patient injury was reported.